Manufacturer narrative:
Based on the claim against the product by the customer noting would not grasp tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint regarding grasping issue was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The instrument was further inspected, additional observations were identified: the instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a 0.031¿ offset at the tips. Common causes of this failure mode are typically attributed to mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Secondly, the instrument was found to have a dislodged molded insulator. The molded insulator was dislodged at the base of the grip. From the photos that failure analysis provided, it was noted not all of the molded insulator was present. The root cause of dislodged molded insulator is typically attributed to mishandling and misuse. Lastly, the instrument was found to have a frayed grip cable at the distal end. Common causes of this failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed missing piece from the force bipolar instrument - some of the molded insulator was not returned. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the force bipolar instrument would not grasp tissue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.